Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a rebel stent delivery system (sds). The stent was not returned. The shaft, hypotube, tip, and balloon were microscopically examined. The mid-shaft was separated 112cm from the hub. There were numerous hypotube kinks. The inner and outer were buckled at the distal end of the catheter. The inner was separated. The balloon was bunched up and the tip was damaged. The observed damage is consistent with difficulty withdrawing the device from the lesion or difficulty removing a guidewire. The fractured ends were stretched and jagged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 12-aug-2016. It was reported that catheter removal difficulties were encountered. A 20 x 4.50 rebel stent was implanted with a 35 x 55 filterwire in place. After pulling negative pressure, the stent delivery system (sds) was attempted to be removed through a 6fr non-bsc guide catheter. However, the sds would go half way but not all the way in the guide catheter. Therefore, the entire system was removed as one unit and the procedure was completed. No patient complications were reported, the patient's status was okay, and everything was fine. However, returned device analysis revealed a mid-shaft break and shaft detachment/separation.